Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a new battery implanted and they never connected the existing lead wires to the ins because ¿their bones were too calcified¿ so as a result ¿the new battery hadn¿t worked¿. Technical services reviewed a lumbar spine MRI is not recommended due to the system not being intact and not allowing for proper heat dissipation. It was also reviewed that the patient would not be able to activate the MRI mode properly if the battery was not working. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss the device issue and next steps. The event occurred since implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.